Event description:
The reporter stated that the surgeon noticed that the lens have not been sliding as well in the aq cartridge-fp while advancing during surgery. There were no lens tears and no patient injury reported.